Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. Two photos were received from the field showing the cobra deformation on the operation table. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Please note that per the instructions for use, the recommended size delivery system for use with a 10 mm amplatzer septal occluder is an 6f. An 8f sheath was used to deliver the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a 10mm amplatzer septal occluder was selected for implant using an 8f amplatzer torqvue delivery system. During implant the right atrial disc took on a cobra shape. The occluder was not released from the delivery cable. The occluder was removed from the patient and replaced with a new 10mm amplatzer septal occluder. There were no interactions with cardiac structures. Ther were no angulations or kinks on the delivery system. The patient remained hemodynamically stable throughout the procedure. There were no clinically significant delays in the procedure. There were no adverse effects to the patient. The patient status was stable.